Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. This MDR represents the 3dmax light mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010: patient was diagnosed with bilateral inguinal hernia and right groin pain thereby underwent laparoscopic repair with implant of two 3dmax light meshes (device 1 and 2). Per operative notes, ¿in the left groin, a large sac in the direct space was noted and reduced completely. A large 3dmax light mesh (device 1) was placed over the defect in the left side and tacked. In the right groin area, a large direct hernia was dissected free from the direct space and another 3dmax light mesh (device 2) was placed over the defect and sutured circumferentially.¿ on (B)(6) 2011: patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 3). Per operative notes, ¿a small sac with cord lipoma was dissected from the inguinal canal contents. A large direct component to inguinal hernia was reduced back within abdominal cavity and an extra-large perfix plug mesh (device 3) was placed over the defect and secured with sutures and reapproximated to subcutaneous tissues.¿ on (B)(6) 2011: patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 4). Per operative notes, ¿a large direct defect at the floor of the inguinal canal was reduced back into the preperitoneal space and another small indirect inguinal hernia with sac was noted and reduced. An extra-large perfix plug (device 4) was placed within the direct space also covering indirect spaces and secured with sutures.¿